Event description:
It was reported that both proximal cortical screws have broke post humeral external fixation of an open fracture. Revision surgery (plate orif) was completed successfully.

Manufacturer narrative:
The DHR for the reported lot was reviewed and no discrepancies were observed. Complaint history search found no other reported events of the reported lot.